Event description:
It was reported that a hospitalized patient in the intensive care unit (ICU) on continuous renal replacement therapy (crrt) began to experience symptoms while utilizing the ultraflux av 1000s dialyzer. Five minutes after crrt treatment started, it was reported the patient experienced tachycardia (120 bpm), decreased peripheral oxygenation (= 79 %) and dyspnea. It was determined the patient had an allergic reaction to the ultraflux av 1000s dialyzer involving eosinophilia. The treatment was immediately discontinued, and the patient was given intravenous (IV) methylprednisolone at 20 mg, IV meta-hydroxylamine bitartrate at 20 mg and IV normal saline at 20 ml for 1.5 ml per hour via syringe pump. Following treatment for the allergic reaction, the patient made a full recovery. As a result of the discontinuation of the crrt treatment, less than 50 ml of blood was lost which was determined to be minimal for this patient. It was confirmed the patient¿s allergic reaction during a crrt treatment was not the result of a malfunction of the ultraflux av 1000s dialyzer. The patient did not complete their treatment. Multiple attempts were made to obtain additional information, and thus far no further details have been provided. Patient demographics, reason for hospitalization and crrt therapy, and patient¿s current disposition remain unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the use of the ultraflux av 1000s dialyzer and the event of a dialyzer reaction, characterized by tachycardia, hypoxia and dyspnea. It is well documented that patients on any modality of hemodialysis may experience reactions involving non-biocompatibility due to the composition of dialyzer membranes of various types of dialyzers. The cause of this adverse event can be attributed to this patient¿s intrinsic physiological response to dialyzer use with no indication of a fresenius product or device deficiency or malfunction as reported by the patient¿s physician. Additionally, in the ultraflux dialyzer instructions for use, it cautions users of the known risk of hypersensitivity during acute dialysis treatment. Therefore, the ultraflux av 1000s can be excluded as a root cause of this adverse event. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the reported complaint could not be confirmed. The complaint sample was not available for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. In the past, extraction of retention samples showed no unusual residuals which could lead to the reported failure. Therefore, it is assumed that the patient allergy/reaction may have been caused by other factors besides the dialyzer, for example, the specific physical/medical status of the patient. A batch record investigation was conducted, and all released products were found to be conforming to specifications. No indication for any relationship with the reported failure mode was found during the review. Based on the information available, the cause for the reported failure could not be traced to the device.

Event description:
It was reported that a hospitalized patient in the intensive care unit (ICU) on continuous renal replacement therapy (crrt) began to experience symptoms while utilizing the ultraflux av 1000s dialyzer. Five minutes after crrt treatment started, it was reported the patient experienced tachycardia (120 bpm), decreased peripheral oxygenation (= 79 %) and dyspnea. It was determined the patient had an allergic reaction to the ultraflux av 1000s dialyzer involving eosinophilia. The treatment was immediately discontinued, and the patient was given intravenous (IV) methylprednisolone at 20 mg, IV meta-hydroxylamine bitartrate at 20 mg and IV normal saline at 20 ml for 1.5 ml per hour via syringe pump. Following treatment for the allergic reaction, the patient made a full recovery. As a result of the discontinuation of the crrt treatment, less than 50 ml of blood was lost which was determined to be minimal for this patient. It was confirmed the patient¿s allergic reaction during a crrt treatment was not the result of a malfunction of the ultraflux av 1000s dialyzer. The patient did not complete their treatment. Multiple attempts were made to obtain additional information, and thus far no further details have been provided. Patient demographics, reason for hospitalization and crrt therapy, and patient¿s current disposition remain unknown.